Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. Surgical intervention took place where the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.